Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric sleeve, on the first firing of the device using a green cartridge, the distal tip had malformed staples (straight legs). The last three staples were also malformed (irregular in shape). The case was completed by reloading the same device with a new cartridge and the surgeon over sewed the area with the malformed staples. Buttressing was not used.